Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had overheating. The customer blood glucose level was above 316 mg/dl at the time of ind and other blood glucose level was 270 mg/dl. Customer stated that battery compartment of overheating battery was too hot. Troubleshooting was performed for high blood glucose. The product will not be returned for analysis.